Event description:
End user was allegedly walking behind the walker. Thought it was opened all the way, however, now does not believe that it was locked open. The walker folded and caused the user to allegedly fall. The pin that holds it open may have popped out at some point either prior or during the incident. Two large skin tears (one 1 1/2 inches long and one 2 to 2 1/2 inches long) and noted on the left upper arm by the dealer and significant bruising on the elbow and around skin tears. End user advised of tenderness on upper bicep. No medical treatment was sought.